Event description:
It was reported that during a cystectomy procedure, the clips would not hold after placing. The first clips were released but did not hold on the tissues. (Did not fall into the patient). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.